Event description:
Additionally, after filling a new cartridge with cold insulin, there was an inaccurate fill estimate. The customer declined to reload the cartridge for a reestimate.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was 244 mg/dl. The contact was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.